Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had noise and non-sustained ventricular tachycardias. It was also reported that 3549 short v-v intervals were recorded with one week. The lead was capped and replaced. No patient complications have been reported as a result of this event.